Event description:
It was reported that 4 starclose devices from a box of 10 devices had black lines over the labeling, were missing the wire, exchange sheath, patient guide, and had a black plug taped to the tray. No issues were found with the other 6 devices. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information. The second, third and fourth starclose vascular closure systems, as indicated are being filed under separate manufacturer report numbers: 2953144-2007-00634, 2953144-2007-00636, 2953144-2007-00637.